Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer experienced sensor reading discrepancies. It was stated that at the end of (B)(6) the sensor was reading low between 40 and 50 mg/dl and people were giving him sugar. He felt woozy but could not check his blood glucose level at that time. Customer also reported that the morning of the call the sensor glucose was 58 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 121 mg/dl. Customer also had the sensor read low and then up to 400 mg/dl. The customer mentioned he inserted the infusion set in inner thigh and the site got infected; he took antibiotics for 3 days. Customer declined transfer for troubleshooting.